Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, dizziness and uncontrolled vomiting and hypokalemia. The patient was hospitalized due to uncontrolled vomiting and hypokalemia. During hospitalization, the patient was diagnosed with peritonitis. The patient was treated with vancomycin (intravenous, discontinued) and zosyn (intravenous, discontinued). Fifteen days after hospital admission , the patient was discharged from the hospital and was recovered from hypokalemia and vomiting. At the time of this report, the patient continued with abdominal pain and dizziness; however, the patient was recovering from peritonitis. It was reported that the pd therapy was re-introduced and resumed at home. No additional information is available.